Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-feb-2022 to 28- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the operating room staff rebooted the machine and resolved the issue immediately. The technical support specialist performed system file scanner ensured system was able to comply with wsus and av and monitored to ensure pas device did not regenerate massive dump files. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system was continuously restarting during a procedure. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system keeps on restarting during a procedure. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that operating room staff rebooted the machine and resolved the issue immediately. The technical support specialist reviewed the station log files and log files confirmed the data sync errors. The device is functioning properly at the moment, if the issue reoccurs, there will be a need of rebuilding the database. The complaint file to be kept open for monitoring, if there are additional findings, a supplemental report will be submitted. The system was functional as intended.